Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger.  Analysis of the recharger c0440808 found evidence of broken connector pins.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken and as a result the patient could not charge the recharger, could not charge the ins, and is in pain. The patient stated to charge the recharger she needs to hold it a certain way. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their desktop charger had not resolved their issues. The patient noted they thought their internal battery stopped working. No further issues were reported or anticipated.